Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 04/12/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned in its original packaging. Also, patient notification card, label stickers and direction for use were received. Upon evaluation the plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Traces of lubricating material were observed in the cartridge. The lens was not received for evaluation. Cartridge tip damaged condition was identified as a dent was observed on it. Based in the analysis and due to the condition of the sample returned the reported issue of lens damaged could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
If implanted; give date: not applicable not implanted. If explanted; give date: not applicable, not implanted, therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was damaged, this issue was observed prior to insertion, upon opening. Through follow up it was confirmed that the lens was damaged in the box, issue observed upon opening.